Event description:
Fifty two days post stent assisted coil embolization of the left superior internal carotid hypophyseal artery aneurysm, the patient suffered the sudden onset of tingling and numbness of the left side. This had begun in the patient's left arm and over the course of twenty minutes it had progressed to the left leg and left side of the face. The patient had a CT scan at the emergency that revealed no acute findings and was then transferred to the study facility. At the facility, an MRI scan had no remarkable findings and was reported to be stable when compared to previous MRI/magnetic resonance angiograms. The patient was not in acute distress but the left sided numbness and tingling remained. The patient had blood work and neurological consult, no remarkable findings were reported. There was no clear etiology for the transient ischemic attack and the symptoms resolved the same day. The patient was discharged the same day with no residual effects.

Manufacturer narrative:
Conclusion codes: other for anticipated procedural complicationthe device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Transient ischemic attack is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Fifty two days post stent assisted coil embolization of the left superior internal carotid hypophyseal artery aneurysm, the patient suffered the sudden onset of tingling and numbness of the left side. This had begun in the patient's left arm and over the course of twenty minutes it had progressed to the left leg and left side of the face. The patient had a CT scan at the emergency that revealed no acute findings and was then transferred to the study facility. At the facility, an MRI scan had no remarkable findings and was reported to be stable when compared to previous MRI/magnetic resonance angiograms. The patient was not in acute distress but the left sided numbness and tingling remained. The patient had blood work and neurological consult, no remarkable findings were reported. There was no clear etiology for the transient ischemic attack and the symptoms resolved the same day. The patient was discharged the same day with no residual effects.